Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the tip of the returned driver has been broken off. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a less than hour delay to the case.

Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a posterior lumbar fusion procedure with a pre-operative diagnosis of stenosis. It was reported that the driver had broken. It was unknown if the instrument came into contact with a patient or if there was any fragment remaining in the patient. It was unknown if there were patient symptoms or complications as a result of the event, if any treatment or additional surgery was performed, or if solid fusion was achieved for the patient. It was noted that the customer would not release the CT scans, x-ray, or other images.